Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had a battery failure alarm. Customer stated that the insulin pump did not turn on and battery does not fit the insulin pump. Customer had put it in the reservoir compartment and it turned on and had a paradigm alarm. Customer stated that they thought it was their insulin pump but informed customer that they were using 670g and the reservoir wont fit the paradigm pump. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.